Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while doing yard work and called to learn how to pause insulin delivery; the agent guided the user to the pause screen and reviewed that the ilet suspends insulin at or below 80 mg/dl. Symptoms included low blood glucose with a nadir of 69 mg/dl and no reported acute complications. Outcomes included transient low glucose outside the target range for about 20 minutes, resolved without professional intervention. Investigation included a review of device behavior and user education on pausing delivery and the automatic suspend feature. Investigation of this case revealed no device alarms or malfunctions and no component issues; the event was consistent with hypoglycemia of unclear cause during physical activity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.